Manufacturer narrative:
A medtronic representative performed an imaging system check-out on (B)(6) 2014. Found filter ladder not moving which caused the system to display collimator initialization error on pendant. The medtronic representative adjusted and lubricated the ladder filter. System passed all testing. System performed as intended and was put back into use. No parts were replaced. No further issues have been reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic rep. Received a report from the site that 'error initializing collimator was displayed on the pendant and system would not boot. There was no patient present when this issue was identified.